Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(6) yr old male had a fall backwards. X-ray showed his right femoral stem was in two pieces. Revision surgery was required. 44mm#3 exeter stem was removed and replaced with another into existing cement mantle. Operating surgeon commented that the 36mm +5 femoral head appeared to be ¿twisted and stuck¿ inside the acetabular component and he commented that he believes the stem broke at the neck as a result of the mechanism of the fall.

Event description:
92yr old male had a fall backwards. X-ray showed his right femoral stem was in two pieces. Revision surgery was required. 44mm#3 exeter stem was removed and replaced with another into existing cement mantle. Operating surgeon commented that the 36mm +5 femoral head appeared to be ¿twisted and stuck¿ inside the acetabular component and he commented that he believes the stem broke at the neck as a result of the mechanism of the fall.

Manufacturer narrative:
Reported event:  an event regarding crack/fracture of an exeter stem involving a metal head was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Visual inspection of the returned device showed that the stem has fractured just below the trunnion and away from any interaction with the femoral head. Full investigation is completed for the exeter stem within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.